Manufacturer narrative:
Additional system component being reported for the event: battery- (B)(4), catalog # 1650, expiration date 08/31/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient's batteries are toggling when connected to controller. Batteries were replaced and it was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "power switching". The reported event could not be confirmed since log files were not available for analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. No failure detected; the reported event could not be duplicated at the bench level. Bat302682 - battery / device manufacture date 08-10-2015 (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.